Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. No button error alarm or battery alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 12 mmo/l. Customer also reported receiving a failed battery test prior to the button error alarm occuring. The customer also stated the insulin pump was exposed to the humid weather. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.